Event description:
A report was received that one of the patient's leads were about to protrude through the skin. The physician explanted the patient's lead due a risk of infection. The patient was prescribed antibiotics and is reportedly doing well.

Event description:
A report was received that one of the patient's leads were about to protrude through the skin. The physician explanted the patient's lead due a risk of infection. The patient was prescribed antibiotics and is reportedly doing well.

Event description:
A report was received that one of the patient's leads were about to protrude through the skin. The physician explanted the patient's lead due a risk of infection. The patient was prescribed antibiotics and is reportedly doing well.

Event description:
A report was received that one of the patient's leads were about to protrude through the skin. The physician explanted the patient's lead due a risk of infection. The patient was prescribed antibiotics and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2138-50 serial/lot#: (B)(4), description: scs 50cm iii lead.

Manufacturer narrative:
The returned product analysis revealed that lead s/n (B)(4) was cut approximately 5.5 inches from the distal end. The damage to the device is consistent with damages done during the explant procedure and are not considered a failure. Lead s/n (B)(4) was not returned to bsn as it remains implanted in the patient. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-50 serial/lot # (B)(4), description: scs 50cm iii lead. Additional information was received that the location of the patient's body where the leads were about about to protrude was the lateral aspect of the patient's right knee.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-50, serial/lot # (B)(4), description: linear 3-6 lead, 50cm.